Event description:
A surgeon reports difficulty lifting the flap of approx 28 eyes following flap creation. The surgeon reported there was no negative impact to the pts. Add'l info provided indicates the flaps were probably a little bit thinner than planned because of the use of too much fluid on the cornea. As a consequence, the suction is more difficult, and the flap can be thinner, and flaps are thinner are more difficult to lift.

Manufacturer narrative:
During the onsite investigation, the field service engineer checked the system and verified the system to specs. A logfile review for the day of these pt's surgeries showed no abnormalities that could have contributed to the reported event. All treatment were completed to 100%. A root cause has not been identified. (B)(4).